Event description:
The pt was admitted for a rotational atherectomy of the right coronary artery. The procedure was carried out using burr sizes 1.25, 1.5 and 1.75mm. The lesion was densely calcified and stenotic. Subsequent imaging revealed the stenosis was reduced from 80% to approximtely 25%. A stent was placed. It was noted that a small distal portion of the c-wire had broken off and was retained within a very small branch. The pt underwent coronary artery bypass grafting without complication. The wire fragment was located but was left in place as the risk of arteriotomy outweighed the risk of the retained wire fragment. The pt had an uneventful post-operative course and was discharged on 5/31/00.